Event description:
It was reported "set-up times during surgery 8 mins. To 12 mins. Room temperature 62.4 deg f to 68 deg.f." The user facility is concerned about the cement when set-up time is to quick.